Event description:
It was reported that air was being drawn into the inflation device while this device was being prepped for a procedure. The device was not used for the procedure. There has been no claim of injury related to the event.